Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, with a high-risk patient to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr 2. On (B)(6) 2018, a control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The patient remained stable and mr remained at 2. The physician did not want to implant a third clip as the patient was stable and had not changed mr. There was no adverse patient effect and no clinically significant delay in the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment appears to be related to the patient morphology/pathology (short posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.